Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level decreased to 40 mg/dl while wearing the pod between 1 and 4 hours resulting in the patient having a seizure. The patient did not report seeking medical attention due to the issue. She reported her husband gave her some sugar. Three follow up were attempted but no new information was provided.